Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. A new power cord was sent. The monitor had been able to successfully transmit in the past. No patient complications have been reported as a result of this event.